Event description:
The customer reported that the table was not booting. No pt injury was reported.

Manufacturer narrative:
The ge svc rep found the floppy drive was not working. It started to work after tapping on it. The ge rep swapped floppy drives with one from the workstation. The system functions as intended.